Event description:
A report was received that the patient is experiencing heat coming from the ipg during stimulation use. The physician has recommended a pocket revision.

Event description:
A report was received that the patient is experiencing heat coming from the ipg during stimulation use. The physician has recommended a pocket revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time.